Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation. The patient reportedly is highly susceptible to skin irritations and breakdowns. The patient's nurse indicated that the infectious diseases department was treating the patient. The treatment is unknown. The patient also indicated that she was using neosporin. Follow up indicated that the irritation improved.